Event description:
The hosp has been informed that there have been different sterilization procedures used for polyethylene in knee replacement arthroplasty. Additionally, they have found literature that suggests that polyethylene sterilized with gamma irradiation in air and stored for > 4 years has inferior biomechanical properties. The hosp has requested the MFR refrain from delivering unicompartment knee polyethylene mfg prior to 1999 (or greater than 4 years old) and sterilized with gamma irradiation in air.